Event description:
The customer alleges that the tubing (from the sher-I-swivfo adapter) disconnects from the sher-I-bronch during set-up.

Manufacturer narrative:
The lot number is unk at the time of this report. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time the defective product is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.